Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter was kinked at distal section of the device. The guide catheter was broken and also it was bent in several locations. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure could have affected the device performance and its integrity. It is most likely that during procedure the device could have been manipulated, since the failures found are issues that could have been generated by excessive manipulation of the device by the user, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a biliary stent placement procedure in the common bile duct performed on (B)(6) 2017. According to the complainant, during the biliary stent procedure, when the guide catheter was pulled for stent deployment, the tip part of guide catheter broke and remained in the stent lumen. Furthermore, grasping forceps was used to remove the broken piece of guide catheter. There were no patient complications reported as a result of this event. Attempts to ascertain the patient¿s condition have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Device component code relates to device problem code for the reported event of "guide catheter broken". Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a biliary stent placement procedure in the common bile duct performed on (B)(6) 2017. According to the complainant, during the biliary stent procedure, when the guide catheter was pulled for stent deployment, the tip part of guide catheter broke and remained in the stent lumen. Furthermore, grasping forceps was used to remove the broken piece of guide catheter. There were no patient complications reported as a result of this event. Attempts to ascertain the patient¿s condition have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.